Event description:
It was reported that during the procedure in the proximal right coronary artery, pre-dilatation was performed using a non-abbott balloon. The xience v otw stent system was advanced to the lesion and an attempt was made to inflate the balloon; however, the balloon did not inflate. The same indeflator used to inflate the non-abbott balloon and was used to inflate the xience balloon. There was no report of a leak. The device was removed from the anatomy with the stent undeployed. A non-abbott stent was deployed successfully at the target lesion. There was no adverse patient effect. There was no report that the procedure was prolonged. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: apex. Inflation: indeflator. Stent: taxus. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft. There was contrast in the inflation lumen and on the shaft. This is consistent with preparation and the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was necked (stretched) 17.5 cm distal to the strain relief tubing for a length of 1.9 cm. Both ends of the stretched outer member were bunched for lengths of .5 mm. There was no damage noted to the inner member. A new indeflator was used to inflate the balloon to the rated burst pressure (rbp). The reported inflation issues were unable to be confirmed as the balloon inflated with no anomalies noted. In this case, it is possible the shaft was inadvertently handled resulting in the shaft stretching and bunching, contributing to the inflation issues; however, as noted in the return analysis, the balloon was able to be inflated despite the noted damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported inflation issues were unable to be confirmed. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation.